Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings resulting in a low bg and muscle stiffness. Reportedly, the cgm bg readings were 216-217, 156-157, 270-271 and 270-271 mg/dl, and the meter bg readings were 37-38, 36, 138-139 and 124-125 mg/dl respectively. Customer administered a glucagon injection and consumed juice to address low bg. Additionally, customer received assistance from paramedics and was provided with sugar cherry gel. A replacement sensor was sent to the customer.